Manufacturer narrative:
A visual inspection was performed on one opened and used partial enlite sensor, found the sensor cannula bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned, unable to confirm the insertion needle complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump alarmed repeated sensor errors and that the sensor was split. Customer's blood glucose was 118 mg/dl at the time of incident. Troubleshooting advised customer on insertion technique and site placement. Customer mentioned that at lunch, her sensor glucose was 47 mg/dl. No further details given.